Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod's insertion site. Purulent discharge was noted draining from the site once the pod was removed. The patient visited the doctor and was prescribed aflumycin ointment for treatment.